Manufacturer narrative:
The customer reported that their central nurse's station (cns) discharged a patient on its own. There was no staff input in regard to this occurrence. No harm or injury was reported. The device that was discharged was a gz transmitter.

Event description:
The customer reported that their central nurse's station (cns) discharged a patient on its own. There was no staff input in regard to this occurrence. No harm or injury was reported. The device that was discharged was a gz transmitter.